Event description:
It was reported that during an unknown procedure when the surgeon fired this clip applier the staples shaped awkwardly. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? What was the shape of the clip? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? If so, when? Was there a recent conversion to ees devices in this account or with this surgeon?

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be yielded. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, nine clips were fed and formed as intended; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: which firing of the device did this event occur on? Many of them shaped abnormally. What vessel or structure was the device fired on at the time of the event? Hepatic vein was the clip fully advanced into the jaws prior to firing? Yes, it was. What was the shape of the clip? The clip looked like scissors. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.